Event description:
Healthcare professional reported left side rupture. Healthcare professional also reported "visible rippling" and capsular contracture baker grade I. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. ¿ wrinkling of the skin-breast: not observed. ¿ capsular contracture-breast: unable to observe since it is not related to the device. Additional observations: ¿ deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional also reported "visible rippling" and capsular contracture baker grade I. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h4, h6.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: left rupture.